Event description:
Additional information: it was reported that a smear showed (B)(6) infection. Device information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had to be explanted four weeks after implant because of an infection. It was also added that the healthcare provider (hcp) observed that the catheter had grown so strong that the explantation was very difficult. The catheter was not x-ray sealing i.e. Not radiopaque.

Manufacturer narrative:
Catheter model 8781-ascenda, serial# unk, implanted: 2011-(B)(6), explanted: 2011-(B)(6).

Manufacturer narrative:
(B)(4).